Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not feel well after wearing a smart watch on the same side of the implantable pulse generator (ipg). No further information was available. The device remains in use. No further patient complications have been reported as a result of this event.